Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left vetricular lead exhibited high thresholds. When the lead was explanted and replaced, an insulation abrasion was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.